Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. The sheath was readvanced to encapsulate the filter and the sheath, and the filter and guidewire were removed together as a unit. Another filter was successfully placed without any pt complications. A sheath, guidewire and filter were received, evaluated and retained by this MFR. The engineering eval indicated the guidewire was through the sheath and the apex of the filter. No problems were noted with the sheath. The filter legs appeared to be bent slightly out of shape. The distal guidewire coils were unraveled for 62 centimeters. The core wire had detached from the tip weld. Measurement of the guidewire revealed the wire's outer diameter was within mfg specification. This type of damage is consistent with resistance upon removal. User technique and/or pt anatomy may have contributed to this event.